Event description:
It was reported that patient underwent primary knee procedure on (B)(6) 2011. Patient underwent revision surgery on (B)(6) 2012 due to instability that occured after patient experienced a fall. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Product was not returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. (B)(4).